Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) general hospital. On (B)(6) 2017, surgery was performed using the expedium system. The fixed are was t12 ¿ l5. During the surgery, tip of the screw driver (part#:279712400, lot#: unknown) got broken. As the broken tip was left in the screw, the surgeon placed rod and set screw and then removed all these implants including the broken tip. No broken parts were found left in the body, and the surgery was completed without any delay. There was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver was not returned for analysis. Device was then sent for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload of the fractured tip. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. No material defects or other abnormalities have been identified in the fracture analysis report. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the driver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate